Event description:
Litigation alleges that the patient suffers from significant pain.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for product#121887360, lot#1841628 -pinnacle mtl ins neut36idx60od. A search found one prior report for product#136552000, lot#1866173 - articuleze m head 36mm+5, however, review of the as400 system, shows that at least 39 other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.